Event description:
Amalgam -50% mercury- dental fillings produced severe mercury poisoning and possibly ms. Severe demyelination in various nerves, most severe being in the brain. Permanent nerve damage, brain damage, motor skills affected. Prognosis for ms not bright either, I'm sure you know all about that already. Mercury dental fillings are poison and have no right being used in dental fillings. Mercury does not become "safe when blended with other metals." Mercury is number 3 of the us department of health and human services list of the most toxic materials. Received amalagm dental fillings over the last 20 years. Since removal, symptoms have improved dramatically.